Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the scissors appeared to have the wire broken. They were not working accordingly. A replacement unit was used to complete the procedure. There were no patient effects. The product is returned.

Manufacturer narrative:
Investigation: a visual inspection revealed that the scissors shaft was able to be separated from the hub, but still remain attached. The scissors would not open when the toggle was used. The device had no evidence of blood. A pre-cautery test was performed on the device with a reference generator and bipolar cord. The device did not pass the pre-cautery test; it did not produce energy or steam. Based upon the functional test and observations, the reported complaint for "wire broken and would not work" was confirmed. (B)(4).